Event description:
According to the report, this is a case report received on june 12th from hamilton medical china related to a low oxygen concentration alarm occurred on the ventilator, which may affect the patient's treatment. This event occurred on (B)(6) 2023 on a hamilton c1 ventilator (sn# (B)(6)). According to the report from hospital, the oxygen battery(o2cell) of the equipment has expired, replace the oxygen battery was performed. As reported, there is no indication that the complaint lead to death, injury or serious deterioration of the health of the patient and operator. Preliminary analysis revealed that: device alarmed with low oxygen alarm. Monitored oxygen value is out of tolerance (- 5%) of the set value. Options are no longer available. In the configuration menu there are no options displayed in "sw options". 'Realtime clock failure' might be displayed as well. Or option keys are not visible / available anymore. Ventilation cannot start. Potential root causes are: temp. Influence (warm /cold state of the unit on the last calibration). Oxygen sensor reached end of lifetime. Leak between the internal flowsensors qo2 and qvent. Inaccurate mixer. Qvent flowsensor out of tolerance. Leaking blower module. As immediate correction, the following action have been performed: replacement of o2 cell